Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pff and sticker sheets received. Pff alleges elevated metal ion. There were no laboratory result to support elevated metal ions. During the revision, the implants that was removed was not specified. Doi: (B)(6) 2010 for head and liner. Doi: (B)(6) 2009 for stem. Dor: (B)(6) 2015 (left hip).

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.